Manufacturer narrative:
(B)(4)

Event description:
Procedure type: unk. According to the reporter: a post-op leak was found and the pt was returned to the operating room. No additional info available at this time.